Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted upon completion of the investigation.

Event description:
As reported via voluntary medwatch 5108981. During use on a patient: teleflex stiffen micro-introducer wire being used during a cardiac catheterization became lodged in the distal abdominal aorta. During removal of the lodged wire, a 12-15cm piece of the wire broke off the introducer and was unable to be removed. Additional information received on (B)(6) 2022: teleflex stiffen micro-introducer wire being used during a cardiac catherization became logged in the distal abdominal aorta. During removal of the logged wire a 12-15cm piece of the wire broke off of the introducer and was unable to be removed.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The supplier for introducer guidewires was notified. A device history record review was requested. All processes were followed, and no non-conformances were noted. Case details were reviewed. A micro introducer kit (mik) guidewire used in cardiac catherization became lodged in the abdominal aorta. 12-15 cm of the wire broke off. It is unknown what other damages could have occurred on the shaft and/or if the wire was unraveled. No angiograms or imaging was shared. IFU was reviewed, and the following was noted: never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation. Do not withdraw the guidewire through the needle. If necessary, remove both the needle and guidewire as a unit to prevent the needle from damaging or shearing the guidewire. Additional information was requested from the account. No response was received. Anatomical factors of the vessel are unknown. Procedure outcome is unknown. It is unknown if the wire was operated against resistance or wire was withdrawn through the needle. Based on the information, the most likely root cause of the issue is undeterminable.